Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to repair the small bowel obstruction with occlusion and evidence of pre-gangrenous changes and to remove the device. The mesh was intimately adhered to the intestine. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair the small bowel obstruction caused by the bard/davol ventralex mesh and to remove the mesh. The surgeon noted that the small bowel was twisted with a near complete occlusion and evidence of pre-gangrenous changes of the intestine where the mesh was intimately adhered to the intestine. A resection of the intestine with mesh en block was performed. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The mesh used in the patient's hernia repair surgery failed, resulting in much pain and suffering, mental anguish, doctor visits, and subsequent procedures. The patient has been injured and sustained past and future severe pain, suffering, disability, and impairment.